Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted and associated with this event was lot #04487812.

Event description:
In 2007, the patient was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The procedure went without incident. The patient had a massive stroke while in recovery. The physician stated that device manipulation, prior to deployment may have loosened the thrombus causing an emboli and stroke. The patient is on a ventilator.